Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose levels reaching "low 300 mg/dl". The cause for elevated bg levels was unknown. Customer administered manual injections and set a temporary rate of 25% to address elevated bg levels. System check with tandem technical support was performed and the pump functioned as intended.